Event description:
It was reported that 3 months post index procedure the patient was reported to have died after developing a worsening of their respiratory status and decreased blood pressure two days previous . It was reported that the patient developed circulatory failure which was followed by bradycardia and respiratory arrest. The cec assessed the event as cardiac death.

Manufacturer narrative:
Additional info: it is reported that the study device was implanted in the rca vessel. Cec adjudicated patient death was not related to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient was a smoker with a history of previous stroke and previous chronic heart failure. Index procedure was prompted by ami. (B)(4).